Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for follow up in clinic, atrial capture confirm feature of the cardiac resynchronization therapy defibrillator was not measuring the simulation threshold. Programming changes were made. The patient did not experience any adverse consequences.